Manufacturer narrative:
Device received stuck in critical pump error (open book image) and unable to download moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify power alarms due to critical pump error. Device received with corroded force sensor, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed, the battery was removed, inserted a new battery and the insulin pump alarmed power system error for the second time. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.